Manufacturer narrative:
Additional information. Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Corrected information.

Event description:
It was reported that the device did not deploy properly and implant was dislodge from the needle even before inserting into the meniscus. Additional information was received and was confirmed that the t2 pre-deployed. No patient injury or significant delay. Back up device was available.